Event description:
A malfunction alarm was reported, indicated by a malfunction code, which did not impact the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information and guiding them through the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if any issues reappeared.